Event description:
A malfunction on the pump was reported by the caller, and there were no notable events leading up to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Initially, the malfunction code recurred after the pump was reset, leading technical support to provide pump reset information and assist in resetting the pump. Subsequently, it was clarified that the malfunction code did not recur, allowing the customer to continue using the pump with the instruction to report any recurring issues. No pump replacement was needed.